Event description:
The manufacturer was contacted in relation to a dreamstation cellular modem. The director of the joseph clinic reports that while the patient was not home, a fire started in the patient's home where the device is alleged to have been. There is no evidence that the device started the fire, but it is alleged to be possible that the device started the fire. There is no report of patient harm or injury. There was no medical intervention reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.